Event description:
The customer reported that the unit constantly indicates a low priority alarm on the screen. Battery failure. Despite charging for several hours and the battery reading 100%. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Per authorized service personnel (asp) the issue was found during testing in the biomed shop. The battery was replaced to address the reported issue. Upon further investigation, MFR report#2031642-2021-03581 was reported in error, the following has been reported that the issue was found during testing in the biomed shop. Therefore this complaint no longer meets reportability requirements.